Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that the fast ethernet switch 16-port was faulty as the touch screen could not power on. The fse replaced the port. The port was returned for failure analysis, but no failure mode could be identified during testing. After the report was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.